Event description:
It was reported that upon removal of product from packaging, it was noted the device's needle was extremely bent. No patient injury was reported.

Manufacturer narrative:
Under visual inspection we noticed that two needles which were received without its original packaging are bent. Four unused unit packs were opened and needles were visually inspected. No defect on those four samples was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).